Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On the day of the report the patient called in to report a failed sensor. The reporter stated they had too many errors with dexcom, too many medical problems that have resulted in going to the emergency room (ER) because of the dexcom being so off. The cgm would display in the 300's when it is in the 120's, and their pump giving them more insulin, causing their blood sugar to crash to such low levels that they had to go to the ER. The patient was treated with glucagon. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.